Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter has a power issue (meter does not turn on). This complaint is classified according to the documentation of the customer care advocate. The patient tests 3 times per day and manages her diabetes with a set amount of insulin each day (8 units of apidra and 50 units of lantus). The power issue began on (B) (6) 2010 at 7 am. The patient reportedly managed her diabetes with the usual dose of insulin despite not being about to obtain a blood glucose reading due the product issue. On (B) (6) 2010, the patient claimed she developed symptom of blurred vision. The patient did not receive any medical intervention at the time of concern. Her symptoms abated after 2 or 3 days. The patient felt that had she been able to test her blood glucose after the product issue began, she may have been able to prevent her symptoms. During troubleshooting, the customer care advocate noted that there was no product misused, the meter does not power on with the test strip and the power button, and the battery did not need to be replaced based on the information provided. This complaint is being reported because the patient claimed she developed symptoms that can suggest of hyperglycemia after the product issue began. Replacement products were sent to the patient.